Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could not confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -there was no anomaly in the device and the endoscope might have a malfunction. -the user connected the video connector to the video connector receiver without drying sufficiently. If the pin of the connector is wet, transmit the image between the scope and the video processor might be failed. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not reproduce the reported phenomenon. External and internal of the unit had no malfunction. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the user found that the endoscopic image was not displayed. The scope information was displayed on the monitor. The user replaced the device with another device and completed the procedure, however, the procedure was extended for 40 minutes. The user facility requested for olympus to replace the camera unit. Olympus replaced multiple cameras and the issue could not be resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.